Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. It was reported that they don't know what number and what program they are supposed to be on because it seems like they have a small leak from their bowel to their vagina. Patient stated this is not a discharge and clarified they think this is fecal leakage. Patient confirmed implant is intended to help with fecal incontinence. Patient inquired what is the point of having this if they can't make it work. When asked for event date, patient stated this is why they got the implant and mentioned they went swimming and "saw it in my bathing suit" (patient did not clarify this). Patient reported last year they had a colonoscopy and after that they have had a leak but before the colonoscopy they thought they had "just got it" (patient did not clarify). Patient stated they did not have any polyps removed during the colonoscopy but reported they had another leak again after the colonos copy. Patient stated they have been back and forth adjusting things and reported they can't figure it out. Patient changed programs yesterday and increased stimulation but stated they have not noticed any improvement since then. Patient inquired what therapy adjustments they should be making. Reviewed therapy overview and general programming information. Patient will monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Reviewed process for patient's healthcare provider to request rep. Additional information was received from the patient. The patient called back repeating the same information. They stated they were having bowel leakage ever since they had a colonoscopy. They said it had been a while now. It had been months. It was working for a while when they were on program 1. They just couldn't seem to program it right. They didn't want to wear kotex. They had upped the amplitude and they had tried program 1, 2, and 3. They said they were getting a pinky full of stuff. It was hard to hold their urine too. It was spurting everywhere. When they drank water they stained their underwear. It was like a fecal leak. When they wiped at the end of the wipe it was brown. It was like a boy that stained their underwear. The patient switched programs on the call, and increased to a comfortable level. The patient was going to monitor their symptoms. The agent reviewed keeping a diary of their dates and program and amplitude changes. They were redirected to their healthcare provider (hcp) if issues didn't resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.